Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On november 27, 2022 the customer reported that the unit won't turn on after trying 3 brand new batteries. Inserted a test p-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool does not list any battery related alarms/alerts occurring near the event date nor does it list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report that the unit won't turn on was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. It was reported that the customer was changing the battery and the pump had a blank screen. Troubleshooting was performed and found that the customer reported a blank display after receiving the new battery cap. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per hcp instructions. The pump will be returned for analysis.